Event description:
The handheld device was returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse¿s handheld device had a screen that was not working. A hard reset was performed but the device¿s display was not bright enough to be legible. The nurse also reported that she had bad communication using the device; however, the company representative was unable to reproduce this error. Attempts to have the product returned for analysis were made but the product has not been received to date.